Event description:
Boston scientific received information that this pacemaker was suspected to have premature battery depletion (pbd). During a routine follow-up, this pacemaker had only been in service for four weeks and showed an estimated longevity of 5 years remaining. Battery consumption showed 63% of nominal setting with measurements at normal range. The physician elected to increase routine follow-ups to monitor the device longevity. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.